Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that a suture broke during the procedure. Did that cause a delay in the post-op healing process? If yes, please explain in detail. If the procedure was completed successfully, why would there be a delay in the healing process? Please explain. If the patient had post-op delayed wound healing, please explain the details of the delayed healing. Please provide the actual healing time compared to the expected healing time.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2023 and suture was used. During the procedure, the operating assistant reports that the thread broke during the closure without her having applied excessive tension. She took a second one which broke this time just by taking it out of the shuttle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: was another device used to complete the procedure? Yes, change of the device. Were there any unexpected outcomes or complications as a result of the disunity of the scar during the procedure? Yes patient recovery for new suture. Was the patient treatment altered in anyway due to the disunity of the scar during the procedure? If yes, please explain yes healing delay. Was the post-operative care changed due to this event? Please specify, yes controlled healing. Was additional dissection required in other organs/tissues other than the target tissue? If yes, please describe. No. Was the procedure completed successfully? Healing in progress. Disunity of the scar when the thread broke at the closing without excessive tension patient recovery for new suture during the same procedure. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare® active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.